Event description:
The locking caps for synthes click-x instrumentation became loose and allowed the rods and screws to be unstable. The caps were replaced and were able to be tightened down and the remaining instrumentation was able to be stabalized. Dates of use: 07/2007. Diagnosis or reason for use: herniated disc initial.